Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure performed on (B)(6) 2018. According to the complainant, during the replacement procedure on (B)(6) 2018, the bolster detached inside the patient's stomach. It is unknown if the detached bolster was retrieved or not. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. (Device codes): problem code 2907 captures the reportable event of internal bolster detached. Visual examination of the returned device revealed that the molded internal bolster was detached from the tube and it was not returned for analysis. There were no foreign materials, air bubbles, voids were identified in the in the tube indicating the material was formed properly. Remnants of the internal bolster remain attached to the tube indicating the components were joined prior the separation. The complaint was consistent with the reported event of internal bolster detached. It is most likely that procedural and anatomical factors encountered during the procedure could have affected the device performance and its integrity. Probably the molded internal bolster was detached due to user technique, patient anatomy or other procedural factors, also excessive force applied pulling the gastrostomy tube during replacement could have contributed with the event. Based on the information available and the analysis performed, the investigation conclusion code for the encountered damages will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure performed on (B)(6) 2018. According to the complainant, during the replacement procedure on (B)(6) 2018, the bolster detached inside the patient's stomach. It is unknown if the detached bolster was retrieved or not. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.